Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead was surgically abandoned after displaying loss of capture (loc) and failure to sense appropriately. There were no additional adverse patient effects reported.